Event description:
Ous MDR - after an implantation period of about 50 months, increased impedance and threshold values were reported. The ICD was explanted and returned for analysis. The leads remained implanted and were reconnected to the new device. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status mol1. The device was implanted for 50 months and 23 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The memory content of the device was inspected, thereby the clinical observation was confirmed. Values of ">3000 ohm" for the lv-pacing impedance were documented since (B)(6) 2013. Therefore, the impedance measurement functions of the device were tested under in vivo conditions. However, the impedance measurement functions proved to be flawless. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device was fully functional. There was no indication of device malfunction. Specifically the impedance measurement functions of the ICD were normal and as expected.